Event description:
It was reported that a patient had a closed clamp on the patient line during prime. The patient was connected at the time of the event. The patient did not open the clamp and the line did not prime. The technical service representative (tsr) was unable to re-prime the patient line due to the patient pressing go to start therapy. The tsr assisted the patient with ending therapy and instructed them to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient kept the clamp on the patient line closed, resulting in an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.